Event description:
It was reported that the customer experienced high blood glucose levels, which resulted in her doctor taking her off insulin pump therapy. The blood glucose reading was 409 mg/dl. The customer stated that no matter how many times she had changed the insertion site and insulin, her blood glucose levels would still climb. She noted that this issue had been ongoing for 2 weeks. She complained of difficulty seeing, blurry vision and extreme lethargy. Upon troubleshooting, the customer was advised that the insulin pump was working as designed and to contact her doctor again regarding the high blood glucose levels. The insulin pump passed the self test. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.